Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
It was reported that a physician unspecified if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "the prolene thread broke during use." It was not specified how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was provided.